Event description:
The customer reported unresponsive buttons, alarms and a blank display. The customer stated that she went into the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic and motor assembly. Unable to confirm the button/keypad anomaly or alarms due to the blank display.